Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise and p waves oversensing resulting in inappropriate mode switch. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise and mode switch. A complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impressions. The cause of the reported event of oversensing noise was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Correction: section d6b - the correct explant date should have been "(B)(6) 2024", rather than "(B)(6) 2023".